Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. No flow reading, flow observed through shunts. Replaced flowmeter. The read wire from the connector to the I/o circuit card was found backed out of the connector. Reconnected wire. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm about low flow, but they could see water flowing. Flow rate 0lpm. They had emptied and refilled the pads and there are no kinks. S/n: (B)(6) flow rate 0lpm, inlet pressure (ip) -7.0psi, circulation pump command (cpc) 72 percentage. Patient 37.6c. Target 37.5c. Water 19.6c. Explained device needs to go to biomed labeled with no flow. Asked nurse to change to another device. Per sample evaluation results on 04sep2024, it was reported that the read wire from the connector to the I/o circuit card was found backed out of the connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm about low flow, but they could see water flowing. Flow rate 0lpm. They had emptied and refilled the pads and there are no kinks. S/n dyhual047 flow rate 0lpm, inlet pressure(ip) -7.0psi, circulation pump command(cpc) 72 percentage. Patient 37.6c. Target 37.5c. Water 19.6c. Explained device needs to go to biomed labeled with no flow. Asked nurse to change to another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. No flow reading, flow observed through shunts. Replaced flowmeter. The read wire from the connector to the I/o circuit card was found backed out of the connector. Reconnected wire. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm about low flow, but they could see water flowing. Flow rate 0lpm. They had emptied and refilled the pads and there are no kinks. S/n (B)(6) flow rate 0lpm, inlet pressure (ip) -7.0psi, circulation pump command (cpc) 72 percentage. Patient 37.6c. Target 37.5c. Water 19.6c. Explained device needs to go to biomed labeled with no flow. Asked nurse to change to another device. Per sample evaluation results on 04sep2024, it was reported that the read wire from the connector to the I/o circuit card was found backed out of the connector. Per customer via phone on 12sep2024, it was reported that the device had an issue with the flow meter. Another device was used for the patient and the patient completed therapy on the new device. There was no patient harm reported. The original device was sent off for repair. The flow meter was replaced on the device and repair has been completed.